Event description:
The initial reporter alleged discrepant results with the cobas ampliprep/cobas taqman hiv-1 test, v2.0 for two patient samples on a cobas ampliprep analyzer. Sample 1: the initial result was 425 cp/ml. The repeat result was <2.00e+01cp/ml. Sample 2: the initial result was 159 cp/ml. The repeat result was target not detected. It is unknown if the samples were from separate or the same draw.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). A review of the control data from the alleged runs confirmed that the controls were valid and comparable to the quality control release data for the implicated lot, with no significant deviations observed. The observed discrepant results could potentially be attributed to sample-specific factors, such as low-level viremia or the presence of proviral dna due to buffy coat transfer during sample handling. Other potential contributing factors include laboratory contamination, sample handling or storage conditions, or inherent assay-to-assay and run-to-run variability. No reagent-related issues were identified. The investigation did not identify a product issue, and no trend was observed for the implicated lot. The device remains in operation at the customer site.